Event description:
This report is being filed upon notification from our manufacturer in other country, the netherlands to submit this adverse event. Problem: pt had a mr procedure. The pt was placed in prone position with breast coil in place, underneath the pt's chest. When the technologist moved the pt into the bore, the pt was squeezed between the top of the bore and the breast coil. When the technologist noticed this problem, he immediately retracted the pt. The technologist then used the alternate sense body coil and completed the examination. The pt did comment that she was sore immediately after the scan. Two days after this incident, the facility was notified that she in fact had broken ribs.

Manufacturer narrative:
(Conclusions)- (other) - it is most likely that the broken ribs were the result of the preparation for the MRI scan. This would be in particular, the movement of the pt into the bore. However, it is always the responsibility of the operator to position a pt in such a way that no parts of pt, or accessories, or cables get stuck during the table movement. The movement of the pt into the system is done via continuous operation by the operator and thus can be immediately stopped at any specific time. The instructions for use already contain extensive warnings. Note: the indicated importer has received FDA exemption number, to submit one FDA form 3500a to satisfy both the importer and manufacturer for the same event.